Event description:
The patient was admitted to the hospital for status post bilateral breast reconstruction with bilateral failed implants with malposition and capsulotomies. The patient had previously undergone bilateral sub cu mastectomies and reconstruction with placement of double-lumen breast implants with inner layer being silicone and outer layer being saline. The patient noticed a significant decrease in the size of her implants and also the implants were superolaterally placed. Both breast implants showed gross disruption. Date of placement and manufacturer of breast implants is not known. The patient authorized the hospital to dispose of her surgically removed breast implants.